Manufacturer narrative:
"The complaint unit was not returned for evaluation. The facility has not responded to any follow-ups inquiring the status of the unit return. An assignable cause cannot be verified for the unit failure. Insufficient information for a complete investigation. A review of the DHR and lot history was not performed because the lot information of the microtip was unavailable. A review of console history (s/n (B)(4)) was reviewed during the months of (B)(4) 2013 and showed that there were two this facility was retrained on (B)(4) 2013. Per the sr. Clinical manager most of the malfunctions observed at the facility were due to customer misuse. This complaint was the second reported incident since the retrain. An email was sent to the facility on (B)(4) 2014 for complaint informing them of proper console and microtip set up as stated in the tx operator's manual."

Event description:
Primed fine and worked for part of the procedure, then during procedure hand piece stopped working and screen said "hand piece malfunction." All connections checked, still got the same error message. New kit had to be used to finish case.